Event description:
Patient scheduled for elective CABG and avr. CABG and avr completed using tissue aortic valve. Patient taken off of cardiopulmonary bypass and leak was observed at valve via transesophageal echocardiography (tee), poor hemodynamics noted. Patient was placed back on cardiopulmonary bypass and tissue valve was explanted. Mechanical valve was implanted. Patient again taken off of bypass pump. During second tee noted right ventricle failure. Hemodynamics unstable, and patient transferred to intensive care on vasopressors with low to non-existent blood pressure. Patient expired on unit. Manufacturer sent return packaging and device was returned to them for evaluation.